Event description:
During an in-clinic follow-up, increased capture threshold was observed on the left ventricular (lv) lead. The device was reprogrammed as an interim resolution. The patient is stable and will continue to be monitored.